Event description:
Hospital reported that during nephrolithotomy procedure, tip of electrode broke off inside patient's right kidney. Tip was successfully removed without patient injury. Tip was discarded at the hospital.

Manufacturer narrative:
Subject device is intended and labeled for use in the urinary bladder through a rigid cystoscope. Adverse event took place during use of a nephroscope in patient's kidney. This may (or may not) have contributed to device failure. Conclusion: it appears that the end of the electrode was snagged on an instrument or other fixed object and the electrode was pulled with extreme force dislodging the tip and fracturing the tungsten conductor wire. The cause of this complaint is not the result of a manufacturing defect or a defective product. Summary: the tip is crimped onto the tungsten conductor wire after the wire has been flattened and placed into the stem of the tip. After crimping, the tip is machined resulting in a joint that is 100 percent pull tested to a minimum of 10 lbs. The separation of the tip from the conductor wire is due to an extreme pulling force exceeding 10 pounds resulting in the separation of the tip / conductor as evidenced in this returned device.